Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "system fault 36", "system fault 37", "defib disabled", "defib fault 84" and "defib fault 85" and a "pacer disabled" message. Complainant indicated that there was no pt involvement in the reported malfunction.